Event description:
It was reported in the patient's medical records that the patient underwent a revision surgery where pedicle screws and rods were replaced with additional pelvic instrumentation. Previous surgery was for anterior interbody fusion l3-4, l4-5, l5-s1 and posterior fusion t10-sacrum. Approximately 18 months post-op medical records report that the patient called the surgeon saying he felt a "pop" in the back. X-ray taken two days later showed that both rods were broken with the right side rod breaking at the pelvis and the left side rod breaking at the l5 pelvic junction. Approximately 19 months post-op the patient underwent a revision surgery due to pseudoarthrosis in the l5-s1 area and broken rods. The rods were replaced and additional sacral screws were implanted.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the event.